Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer had incorrect r wave measurements. The analyzer passed functional and systems tests. Concomitant medical products: 2067 radiofrequency head; 5104 adapter cable. (B)(4).

Event description:
It was reported that the programmer and pacing system analyzer showed r wave measurements lower or different than what was read from another analyzer and device. The issue was also observed with the programmer and another analyzer. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.